Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2017 and suture was used. It was reported that the patient experienced pain on her wound and returned hospital on (B)(6) 2017. It was noted that the wound had not healed well. A second procedure was performed to remove the suture and re-close the wound. The patient condition improved. No additional information was provided.

Manufacturer narrative:
Attempts are being made to obtain more additional information. If further details are received at the later date a supplemental medwatch will be sent. Please attempt to contact the surgeon to request which tissue layer was the (B)(4)(vicryl rapid suture) used on? Representative samples were returned for evaluation and were examined for visual defects. According to the samples conditions of the representative samples, no defects were observed.

Manufacturer narrative:
Additional information was requested and the following was obtained: which tissue layer was the w9962 (vicryl rapid suture) used on? It was used on skin.